Manufacturer narrative:
Based on available information, medical determination is that a recurrence of this malfunction is likely to lead to a recurrence of this malfunction is likely to lead to a serious injury/serious illness or death. The tracheostomy/endotracheal tube with a leak could compromise a patient's ventilation and leading to oxygen de-saturation and may require that the patient be re-intubated. Reported to the FDA on february 27, 2013.

Event description:
Complaint received as follows: market country: (B)(6). Complaint description: air leakage from the junction between the tube and the flange was noted.